Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new event information. Phenom 21 microcatheter device information provided that the lot number was 231520626.

Event description:
Medtronic received a report that a solitaire fr stent encountered resistance during retrieval. The patient was undergoing surgery for treatment of an ischemic stroke, located on the right middle cerebral artery (mca). It was noted the patient's parent vessel was the m1 which had a 2.6mm diameter and that the vessel tortuosity was severe. Stroke onset to reperfusion time was 7 hours. The mrs was 2 for both the baseline and procedure. Nihss score was 10 at baseline and 4 post procedure. The tici score was 1 at baseline and 2b post procedure. IV tpa was contraindicated and the device had a total of 2 passes. It was reported that according to the doctor, while retrieving the second pass there was too much resistance and force had to be applied to pull the stent retriever. Hence, the solitaire and phenom 21 was removed. Case done by using competition product. There was resistance at the middle section of the catheter during retrieval. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a phenom 21 micro catheter, red 71 guide catheter, nuron max sheath. Additional event details provided. The cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.